Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Related manufacturer report number 3006705815-2019-03109, related manufacturer report number 3006705815-2019-03110. It was reported that patient had symptoms of pain and discomfort at the implantable pulse generator (ipg) site due to the leads protruding out. Patient denied any falls, traumas or accidents. The device system was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.